Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic gel pad iifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient should be rewarming on the arctic sun device, but the device was controlling the patient¿s temperature and the patient was no longer rewarming. The device settings were checked, rewarmed from the reading of 36.5c, the target temperature was 36.5c, the water temperature was 39.7c, and the flow rate was 0.9 l/m. It was explained 3 to 4 times that based on the device settings, the patient should have reached the target of 36.5c. The device was actively trying to rewarm. The flow rate was optimized. It was stated that they did not know how to empty or disconnect the pads, and then it was guided to them to disconnect and reconnect the pads using proper technique. The flow rate was fluctuating from 0.9 to 1.2 l/m. It was advised that the device was optimized, and the water temperature does not get higher than 40c. The patient temperature and target temperature were correlating.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient should be rewarming on the arctic sun device, but the device was controlling the patient¿s temperature and the patient was no longer rewarming. The device settings were checked, rewarmed from the reading of 36.5c, the target temperature was 36.5c, the water temperature was 39.7c, and the flow rate was 0.9 l/m. It was explained 3 to 4 times that based on the device settings, the patient should have reached the target of 36.5c. The device was actively trying to rewarm. The flow rate was optimized. It was stated that they did not know how to empty or disconnect the pads, and then it was guided to them to disconnect and reconnect the pads using proper technique. The flow rate was fluctuating from 0.9 to 1.2 l/m. It was advised that the device was optimized, and the water temperature does not get higher than 40c. The patient temperature and target temperature were correlating.